Event description:
It was reported that stent dislodgement occurred. The 4.00mm x 38mm promus element plus stent was selected. As the device was removed from the sterile hoop, it was noticed that the stent was stripped off the balloon. The stent was on the metal stilet that protects the stent tip and the distal end of the stent delivery system while still inside the hoop. Then a 3.0mm x 20mm emerge balloon catheter was advanced to the lesion for predilation and a 3.5mm x 20mm promus element plus stent was advanced but was unable to cross the target lesion. The procedure was completed using another 3.5mm x 20mm and a 4.0mm x 28mm promus element plus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).